Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. (B) (4).

Event description:
Caller reports testing 2.9 inr on his coaguchek xs system and 3.9 inr on the coaguchek s at his physician's office. Coumadin was unchanged based on 3.9 inr result. No adverse event reported. Requested return of suspect system, and replacement sent.